Event description:
Information was received that the patient's battery was at neos = yes. Product analysis was completed on the returned generator. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Information was received that the patient's generator has been replaced. The generator has been received for analysis, but analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes that the patient was having an increase in seizures. The generator was interrogated and found to be at its end-of-life per the physician and most likely why the patient had an increase in seizures in the past couple of months. No diagnostic information was provided. The patient has been referred for a battery replacement. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.